Event description:
A healthcare provider (hcp) via manufacturer representative reported that when they intubated the patient and when he went to check the electrodes and the "details", the red electrode was always a "red x" he didn't remember the details or number, but it was reading high. He tried moving the tube around a bit and never was able to get a green checkmark on the red or right side. The surgeon does approximately 200+ thyroid/parathyroid a year with our nerve monitoring tubes so he's very experienced. He finally decided to try a new tube and everything worked fine during parathyroidectomy. There was an extended time of 3 minutes. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: a multimeter was used to measure the resistances from end to end of each electrode and they were as followed: 21.4 ohms (red), 30.2 ohms (red with white stripe), and 20 ohms (blue), but the blue with white stripe electrode had no reading. Upon magnification, there were scratches on the silver conductive ink trace. Biological evidence was found on the device. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.